Event description:
The facility reported an intermate in which the tubing separated from the distal luer before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 60 ml of solution in the reservoir. Upon sample receipt, the tubing was clamped. Visual examination did not confirm the reported condition of tubing separated from the distal luer. However, when the tubing was unclamped, leakage was detected from a tiny crack on the luer post. This incident was addressed in report number 6000001-2012-03748. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.